Event description:
Complainant was treated at dermatologist office in 2003, for leukoderma (laser to darken white skin spots) with the relume treatment by a lumenis laser. Complainant and 3 other pts treated with same laser suffered 2nd degrees burns. Complainant has scarring from burn received.